Event description:
N/a.

Manufacturer narrative:
Additional information poc: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had scroll compressor out of box failure. It is unknown that if patient was involved. A getinge field service engineer evaluated and stated that after installation, during the compressor performance testing, the rpm climbed from 1600 to 1980 after 30 minutes. Fse installed 2nd (d119-00-0236) compressor, scroll and passed all performance testing. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for customer use. The defective components were received for further investigation. Fat completed the compressor performance test and tested the compressor for a period of 6 hours with no issues. The fat could not replicate the reported failure of the compressor performance test. Retaining the parts in the failure analysis and testing dept. Per procedure number (B)(4) rev. Ap. Please refer to the root cause evaluation field for details.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during repair by getinge field service engineer the cardiosave intra-aortic balloon pump (iabp) has scroll compressor out of box failure. A 2nd compressor was installed . There was no patient involvement reported.